Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge was working as intended; however, when the cartridge became low in insulin (between 1 and 6 units), the customer was able to withdraw approximately 80 units from the cartridge. There was no impact to the customer's blood glucose level.